Manufacturer narrative:
There was no rpn provided by the customer. This report is on the pancreatic stent, covered, metallic, removable; however, cirl do not manufacture a covered metallic pancreatic stent. This may be a case of incorrect naming of the product on the medwatch. Cirl manufacture a plastic pancreatic stent with a metal radiopaque band (spsof-5-8) , thus this rpn will be assigned to this complaint as it most closely resembles the complaint description. The device has not been returned for evaluation; therefore, a documentation based investigation was carried out. The customer complaint was confirmed based on customer testimony. According to the instructions for use, the potential complications section of IFU states the following "those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, stent migration." The precaution section of the IFU states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Spsof-5-8 devices are intended for single use only and are used to drain obstructed pancreatic ducts. Prior to distribution, zimmon pancreatic stent devices are subjected to 100% inspection to ensure device integrity as per internal procedures and checks in cirl. A review of the manufacturing record could not be completed as the lot number was not provided by the customer. As the device was not returned for evaluation the root cause cannot be conclusively determined. A quality engineering risk assessment has been raised to assess this complaint. Complaints of this nature will continue to be monitored for potential emerging trends. As the device has not been returned the cause of the complaint could not be conclusively determined.

Event description:
It was reported that the pancreatic stent placed during the ercp procedure migrated up the pancreatic duct. The physician was unable to retrieve the stent.